Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2008, the lay-user/pt contacted lifescan (lfs) alleging that the one touch profile meter has a power issue (meter does not turn on). This medical affairs specialist was unable to contact the pt to verify info gathered during the initial call or obtain follow up info. The pt tests 4 times per day and takes insulin based on a sliding scale (unspecified dose and type). The reported issue with lfs product began on two days earlier (unspecified time) while the pt received medical treatment from emergency svcs. The pt obtained a "high" blood glucose on ems (emergency medical svc) meter. The pt was treated with food/beverages. It is not known whether the pt was treated with just water or food/beverages that is carbohydrate/glucose base. The pt indicated that he did not take any action in regards to diabetes treatment as a result of the reported issue. The pt was unwilling/unable to verify whether or not she had any symptoms. It would have been helpful to obtain the following info: testing frequency, diabetes medication regimen, reason for the medical assistance from the emergency svc on the day in question, hospital treatment and diagnose, and food intake, diabetes medication regimen, and last blood glucose obtained prior to the medical intervention. It is unclear why one would be treated with food for a high blood glucose as the treatment provided is usually given for hypoglycemia (low blood glucose). During troubleshooting, the customer care advocate verified that the battery contacts are in good condition, the battery was replaced per the owner's manual, and the reported issue was not resolved with training. This complaint is being reported because the pt claimed she received treatment that maybe suggestive of experiencing either severe hypoglycemia or hyperglycemia on the day the reported issue began. Replacement products were sent to the pt.